Event description:
The customer reported via phone call that they received a motor error alarm. Customer also reported they had a no delivery alarm prior to the motor error alarm. The customer's blood glucose was 397 mg/dl at the time of incident. Customer also reported their blood glucose rose to over 600 mg/dl at the time of the call. Customer has treated their blood glucose with boluses. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer reported possible moisture exposure to the insulin pump. It was also found the customer has changed the infusion set three times. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.